Event description:
The defibrillation system was implanted on (B)(6) 2018. The ventricular capture threshold was 0.75v at implantation. Reportedly, several episodes showing noise oversensing were recorded in the device memory from (B)(6) 2018 until (B)(6) 2018. An abrupt change in the r-wave amplitude measurements and a decrease of the ventricular lead impedance and the rv coil continuity were observed at the end of (B)(6) 2018. During the follow-up performed on (B)(6) 2018, the physician observed an increase of the capture threshold, up to 2.50v. No ventricular capture was observed with the maximum pacing output. The ventricular lead was explanted and replaced on (B)(6) 2018. An abnormal fibrous growth was observed on all the helix mechanical system and on part of the distal electrode. The physician suspected that the abnormal electrical values resulted from the fibrous growth. Preliminary analysis results confirmed the reported event. The observed oversensing probably resulted from electromagnetic interferences (emi) and/or myopotentials. The reported fluctuations on ventricular lead measurements could have resulted from the observed fibrous growth.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The defibrillation system was implanted on (B)(6) 2018. The ventricular capture threshold was 0.75v at implantation. Reportedly, several episodes showing noise oversensing were recorded in the device memory from (B)(6) 2018 until (B)(6) 2018. An abrupt change in the r-wave amplitude measurements and a decrease of the ventricular lead impedance and the rv coil continuity were observed at the end of (B)(6) 2018. During the follow-up performed on 23 april 2018, the physician observed an increase of the capture threshold, up to 2.50v. No ventricular capture was observed with the maximum pacing output. The ventricular lead was explanted and replaced on (B)(6) 2018. An abnormal fibrous growth was observed on all the helix mechanical system and on part of the distal electrode. The physician suspected that the abnormal electrical values resulted from the fibrous growth. Preliminary analysis results confirmed the reported event. The observed oversensing probably resulted from electromagnetic interferences (emi) and/or myopotentials.